Event description:
It was reported by the patient that approximately two years ago he had an onlay mesh implanted for a hernia, following an aortic aneurysm repair. Six months following the surgery he started to experience severe pain. The patient states that one week ago he underwent surgery to have the mesh removed for a "build up of a lot of fluid." He states "the mesh was rolled up and rotted". The patient has been prescribed pain medication.

Manufacturer narrative:
Upon receipt of new information, it was reported that the mesh that was implanted was not an ethicon product. Therefore, this is not an ethicon complaint.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.